Event description:
It was reported that during an arthroscopy procedure, after inserting the blade into the vapr clplse90 electrode w hand cntrls device for a period of time, an error was reported. It was reported that the surgeon changed to another vapr clplse90 electrode w hand cntrls device to continue the procedure, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. During in-house engineering evaluation it was determined that the device would not coagulate and there was residue on the active tip surface. No additional information could be provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned and a video was provided for evaluation. Visual inspection of the returned video found that the device is being connected to a generator. When connected, "cut/coag stuck" warning was displayed. Visual inspection of the returned device found that it comes in used condition. The device was connected to a test generator. The device worked on foot pedal activation, however was not able to work on hand switch activation. The device will be sent to the manufacturer for further investigation. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: the device was not received in its original packaging, a shelf-carton box only. Tip components condition is used, some residue on the active tip surface. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Electrical checks: the device passed all the parameters. Functional checks: the device failed handswitch activation test on ablation and coagulation functions. Handle halves were opened to allow inspection of the button assembly and wiring. Inspection showed evidence of saline ingress on the return tube and inside the button assembly. Due to the evidence of saline ingress, the device was investigated further. To test for saline ingress or leaking in the device, a pressure test was conducted by pushing saline into the suction tube and covering the active tip to see if there was any evidence of saline leaking into the handle through the proximal end. On doing this, they found that a small amount of saline was leaking from the glue pocket where the red wire came out. The root cause for leak could not be found, as the glue pocket had sufficient coverage. An non-conformance (nc) was opened to track this failure with the supplier. A deeper investigation will be performed under this action. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.